Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device went into backup mode during interrogation. Technical support was contacted, however, the cause of the backup mode could not be determined. Nominal settings were restored successfully. The patient was stable.